Manufacturer narrative:
Patient information not provided. Device serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient expired on (B)(6) 2018 due to a unknown cause. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number unknown, could not be conclusively established. It was reported via the study database that the patient expired on (B)(6) 2020 due to an unknown cause. The patient involved in this event, as well as the pump serial number, is not known. The clinical research coordinator communicated that there were no additional details to provide. This was a former study patient who did not live in the area and did not follow with the center locally. The account got a brief notification from an outside hospital that the patient had died, but no records were received as the patient was no longer being followed by the study or seen by any of the physicians at the site. Multiple requests for additional information regarding this event were issued to the customer, including requests for patient identifying information and pump serial number; however, no further information has been provided to this date. Additionally, there is no product available for investigation. The investigation file will be closed accordingly. The heartmate 3 lvas IFU, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.